Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty removing the guidewire from the catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one accucath peripheral IV catheter assembly. The sample was received with the safety button depressed and the needle fully withdrawn into the housing. The catheter was not returned for evaluation. The coils at the distal end of the guidewire appeared misaligned. Microscopic inspection of the guidewire confirmed that the coils were misaligned. The wire appeared intact. Without the catheter to examine, the wire becoming caught in the catheter could not be conclusively confirmed; however, it is reasonable to suggest that the observed stylet damage indicated potential interference between the guidewire and the catheter. The cause of the guidewire damage could not be identified. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include device manipulation and attempted guidewire advancement into tissue. A lot history review (lhr) of recs1741 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the clinician accessed the patients upper arm vessel under ultrasound guidance with the accucath device. Upon deployment of guidewire and catheter everything felt smooth. Clinician was confident of good access because of blood return. When the clinician hit the safety button he noticed that the needle was sluggish to retract. It never fully retracted into the chamber. When removing the housing from the patient the wire ¿caught¿ on the catheter. He gave gentle force without removal. Interventional radiology was called to help removal after visualization under fluoroscopy. The device was eventually removed with more force than should be anticipated. When the device was examined it appeared that the curled end of the wire had tied itself in almost a figure 8 knot.